Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital with bradycardia. Upon interrogation, the right ventricular lead and the atrial lead exhibited no sensing and no capture. X-ray revealed that both leads were dislodged. Patient presented for lead revision on (B)(6) 2018. Atrial lead was repositioned. Patient was stable.